Event description:
It was reported that shaft break occurred. A 8 x 2.50mm promus premier select drug-eluting stent was selected for use. However, after unpacking and removing the stent from the hub, the catheter proximal to the balloon broke when the assistant nurse removed the stylet. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. A 8 x 2.50mm promus premier select drug-eluting stent was selected for use. However, after unpacking and removing the stent from the hub, the catheter proximal to the balloon broke when the assistant nurse removed the stylet. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : promus select ous mr 8 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section a break on the shaft polymer extrusion situated at the guidewire exchange port. No other issues were identified during the product analysis.